Manufacturer narrative:
Additional narrative: patient mrn numbers: (B)(6). Patient weight is unknown. Date of post-operative plate breakage is unknown; however, the patient¿s reports of pain began approximately two (2) weeks after the original procedure. Additional product codes for this report include hwc. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 31, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient suffered an intra-articular fracture of the distal humerus in (B)(6) 2015. The patient underwent an osteosynthesis operation on (B)(6) 2015 during which the fracture was fixated with a synthes plate. The surgeon did not bend or deform the plate in any way during that initial procedure. Approximately two (2) weeks post-operative, the patient began reporting severe pain, denying any additional trauma during the post-surgical period. X-ray imaging identified device breakage at a screw hole. The patient returned to the operating room on (B)(6) 2015 to have the broken hardware removed. No additional information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted that the complaint narrative could not be verified.

Manufacturer narrative:
Device investigation summary - the plate was made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate was in compliance with the international standards. The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawing. The width of the plate was 10.04 mm and the thickness was 2.66 mm. Macroscopic lines of rest are documented and are a sign for a fatigue failure. Some areas of the fracture surfaces of the plate were abraded and therefore impaired for investigation. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). Based on the topography of the fracture surfaces, it can be concluded that the implant was subjected to moderate alternating bending loads. Constantly alternating bending loads I load cycles during daily activities led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The implant could not resist the applied force which finally led to the material overload I fatigue failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.